Event description:
Pt was in CT scan having abdomen and pelvis CT scan for radiation therapy planning. As IV contrast was being injected, the IV extension tubing broke away from the blue clave and tubing. There was no harm to the pt.